Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device did not hold the cutter device securely ¿ failed cutter lock assessment. During service/repair, it was observed that the device was overheating ¿ failed temperature assessment and was power broken ¿ failed safety assessment. It was further determined that the locking pawls and locking components were damaged. It was determined that the issues were consistent with user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device had an undetermined malfunction. It was further reported that the device did not take power. During in-house engineering evaluation, it was observed that the device was overheating ¿ failed temperature assessment and was power broken ¿ failed safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.